Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the complaint by visually seeing the error message. While troubleshooting, fse found no power to the usb hub and there was also no communication. Fse replaced the universal serial bus (usb) hub and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 13may2022 through aware date 13jun2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual system configuration and functionality section: system configuration: the aia-2000 automated enzyme immunoassay analyzer is comprised of the aia-2000 analyzer unit (the main unit) and a personal computer (the controller pc) that are linked by an usb cable. The system is designed for the main unit to perform assay operations in response to instructions sent from the controller pc unit. The controller pc, in turn, can be linked by an rs-232c cable to the host computer from which it receives assay requests and returns assay results. The most probable cause of the reported event was due to the faulty usb hub.

Event description:
A customer reported the aia-2000 analyzer and desktop are not connecting. The customer stated error message ¿analyzer not found port number must be 1-8¿ occurred when attempting to open the analyzer software on the hp desktop. The customer has restarted the analyzer and desktop several times in different sequences, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl), progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.